Manufacturer narrative:
Additional information: h6 - device code 1494: off-label use (over 45yrs of age at date of implant). H6-method code 3331, device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. B5 - the lens was explanted on (B)(6) 2019. The cause of the event was reported as the icl. Patient had a pre-existing condition of probably amblyopia. Postoperative report stated patient is "doing well" on (B)(6) 2019 last visit. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a specimen cup, dry with clear surgical residue/debris on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -15.0 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to the development of a cataract. The cataract was removed. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.